Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01417. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also outlines indications of pump thrombosis, as well as how to respond to such events. The IFU also provides information regarding pump speed, power, flow, and pi and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2018 for hematuria and lactate dehydrogenase (ldh) was greater than 2117 u/l. Ldh testing had stopped earlier in 2018 as the patient had experienced recovery since implant. The patient was treated with a heparin drip for 6 months. Low flow alarms were occurring constantly, and the patient was treated with fluid. It was noted the problem is 'the patient has a pump clot and metastatic cancer'. On (B)(6) 2018, transthoracic echocardiogram (tte) confirmed no flow moving through the vad. On (B)(6) 2018, it was reported that the patient has recently expired. No additional information was provided.